Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing ineffective therapy. Reprogramming attempts were unsuccessful in restoring effective therapy. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.